Manufacturer narrative:
The device was explanted and returned without any report of malfunction. Interrogation of the device revealed no electrical anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-39544. It was reported that a patient presented to the emergency room with a pocket infection. The patient recently had a new left ventricular (lv) lead implanted and the patient's implantable cardioverter defibrillator (ICD) had signs of pocket erosion. The patient's entire system was explanted. The patient was stable throughout procedure.